Event description:
It was reported that an occlusion and st elevation occurred. The target lesion was located in the calcified proximal right coronary artery (rca) to distal rca. A 1.50mm rotapro was used to complete the procedure. The device was removed from the patient and no reflow was discovered. The patient presented with st elevation at the time of the no reflow. Reperfusio drugs were administered. The patient current status is stable.